Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic infection ('pelvic infection'), pregnancy with contraceptive device ('pregnancy : birth ¿ complication/pregnancy : birth ¿ complication') and rheumatic fever ('rheumatic fever') in an adult female patient who had essure (batch no. C80066) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included infection nos, vaginal discharge, multigravida, parity 5 (3 premature), miscarriage (she had ectopic pregnancy in (B)(6) 2013), depression, hyperlipidemia, ectopic pregnancy and vaginal pain. Concurrent conditions included vaginal irritation. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), rheumatic fever (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), fatigue ("fatigue") and urinary tract disorder ("urinary problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic salpingectomy (bilateral)/ ltl). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, rheumatic fever, pelvic pain, back pain, psychological trauma, fatigue, urinary tract infection and urinary tract disorder outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device dislocation, fatigue, pelvic infection, pelvic pain, pregnancy with contraceptive device, psychological trauma, rheumatic fever, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: r os with 3 coils protruding into the uterus. L as with 4 coils protruding into the uterus. She did not undergo confirmation test(discrepancy noted in lab data) discrepancy noted in pfs plantiff reported salphingectomy done and plantiff also reported that essure removed no. 2 pregnancy after essure. Additional pregnancy case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: evidence of bilateral tubal occlusion. Pathology test - on an unknown date: complete cross section of benign unremarkable fallopian tube. Fallopian tube, left, tubal ligation. Complete cross section of benign unremarkable fallopian tube. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records:pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. New event urinary problems was added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic infection ('pelvic infection'), pregnancy with contraceptive device ('pregnancy : birth ¿ complication') and rheumatic fever ('rheumatic fever') in an adult female patient who had essure (batch no. C80066) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included infection nos, vaginal discharge, multigravida, parity 5 (3 premature), miscarriage (she had ectopic pregnancy in (B)(6)2013), depression, hyperlipidemia, ectopic pregnancy and vaginal pain. Concurrent conditions included vaginal irritation. On (B)(6)2014, the patient had essure inserted. In (B)(6)2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), rheumatic fever (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic salpingectomy (bilateral)/ ltl). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, rheumatic fever, pelvic pain, back pain, psychological trauma, fatigue and urinary tract infection outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device dislocation, fatigue, pelvic infection, pelvic pain, pregnancy with contraceptive device, psychological trauma, rheumatic fever and urinary tract infection to be related to essure. The reporter commented: r os with 3 coils protruding into the uterus. L as with 4 coils protruding into the uterus. She did not undergo confirmation test(discrepancy noted in lab data) discrepancy noted in pfs plaintiff reported salpingectomy done and plaintiff also reported that essure removed no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: evidence of bilateral tubal occlusion. Pathology test - on an unknown date: complete cross section of benign unremarkable fallopian tube. Fallopian tube, left, tubal ligation. Complete cross section of benign unremarkable fallopian tube. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records:pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: birth ¿ complication') and rheumatic fever ('rheumatic fever') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), rheumatic fever (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, rheumatic fever, pelvic pain, abdominal pain, back pain, psychological trauma and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device dislocation, fatigue, pelvic pain, pregnancy with contraceptive device, psychological trauma and rheumatic fever to be related to essure. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event injury were updated to new events claiming migration, pregnancy : birth ¿ complication, rheumatic fever, pelvic pain, abdominal pain, back pain, psych injury, fatigue. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic infection ('pelvic infection') in an adult female patient who had essure (batch no. C80066) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included infection nos, vaginal discharge, multigravida, parity 5 (3 premature), miscarriage (she had ectopic pregnancy in (B)(6) 2013), depression, hyperlipidemia, ectopic pregnancy and vaginal pain. Concurrent conditions included vaginal irritation. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), rheumatic fever ("rheumatic fever"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), fatigue ("fatigue") and urinary tract disorder ("urinary problems") and was found to have a pregnancy with contraceptive device ("pregnancy : birth ¿ complication/pregnancy : birth ¿ complication"). The patient was treated with surgery (laparoscopic salpingectomy (bilateral)/ ltl). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, rheumatic fever, pelvic pain, back pain, psychological trauma, fatigue, urinary tract infection and urinary tract disorder outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device dislocation, fatigue, pelvic infection, pelvic pain, pregnancy with contraceptive device, psychological trauma, rheumatic fever, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: r os with 3 coils protruding into the uterus. L as with 4 coils protruding into the uterus. She did not undergo confirmation test(discrepancy noted in lab data) discrepancy noted in pfs "plaintiff" reported "salpingectomy" done and "plaintiff" also reported that essure removed no. 2 pregnancy after essure. Additional pregnancy case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: evidence of bilateral tubal occlusion. Pathology test - on an unknown date: complete cross section of benign unremarkable fallopian tube. Fallopian tube, left, tubal ligation. Complete cross section of benign unremarkable fallopian tube. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records:pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc (product technical complaint). Incident a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic infection ('pelvic infection'), pregnancy with contraceptive device ('pregnancy : birth ¿ complication') and rheumatic fever ('rheumatic fever') in an adult female patient who had essure (batch no. C80066) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included infection nos, vaginal discharge, multigravida, parity 5 (3 premature), miscarriage (she had ectopic pregnancy in (B)(6) 2013), depression, hyperlipidemia, ectopic pregnancy and vaginal pain. Concurrent conditions included vaginal irritation. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), rheumatic fever (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic salpingectomy (bilateral)/ ltl). At the time of the report, the device dislocation, pregnancy with contraceptive device, rheumatic fever, pelvic pain, back pain, psychological trauma, fatigue and urinary tract infection outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device dislocation, fatigue, pelvic infection, pelvic pain, pregnancy with contraceptive device, psychological trauma, rheumatic fever and urinary tract infection to be related to essure. The reporter commented: r os with 3 coils protruding into the uterus. L as with 4 coils protruding into the uterus. She did not undergo confirmation test(discrepancy noted in lab data) discrepancy noted in pfs plantiff reported salphingectomy done and plantiff also reported that essure removed no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: evidence of bilateral tubal occlusion. Pathology test - on an unknown date: complete cross section of benign unremarkable fallopian tube. Fallopian tube, left, tubal ligation. Complete cross section of benign unremarkable fallopian tube. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records:pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received:product lot number added.event urinary tract infection added.outcome of event abdominal pain added as recovered.product stop date added.case became medically confirmed yes. On (B)(6) 2019: medical record received:reporters added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.